Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 had been sticking and was hard to open, and it caught when pushed back in. It was still usable. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was sticking and hard to open. It became very difficult to open about 3/4 of the way. The user had to pull very hard to open the drawer, then push hard to get it to close. A field service engineer (fse) identified binding in drawer 2.2 due to slide resistance. The fse adjusted cabinet channels to relieve the issue and replaced the right slide and confirmed proper operation through proactive inspection. The system functioned as intended after the field service engineer repaired the device.